Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-05568. It was reported that during preparation for a rotational atherectomy procedure, guide wire fracture occurred. A 330cm rotawire floppy guide wire was selected for this procedure. During platform testing external to the patient, the guide wire fractured. The saline infusion had not been turned on and the burr came into contact with the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.